Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer's qc was within specified ranges prior to the event. The field service representative replaced the sample and reagent probes and performed alignments, which appeared to resolve the issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable mg2 magnesium gen.2 results for 10 patient samples on a cobas 8000 c 702 module. Patient a the initial result was 0.7 mg/dl and the repeated result was 1.7 mg/dl. The initial result was reported outside of the laboratory. Patient b: the initial result was 0.6 mg/dl and the repeated result was 1.6 mg/dl. The initial result was not reported outside of the laboratory. Patient c: the initial result was 0.9 mg/dl and the repeated result was 1.7 mg/dl. The initial result was not reported outside of the laboratory. Patient d: the initial result was 1.0 mg/dl and the repeated result was 1.7 mg/dl. The initial result was reported outside of the laboratory. Patient e: the initial result was 1.0 mg/dl and the repeated result was 1.9 mg/dl. The initial result was reported outside of the laboratory. Patient f: the initial result was 1.2 mg/dl and the repeated result was 2.0 mg/dl. The initial result was reported outside of the laboratory. Patient g: the initial result was 1.2 mg/dl and the repeated result was 2.4 mg/dl. The initial result was reported outside of the laboratory. Patient h: the initial result was 1.4 mg/dl and the repeated result was 2.3 mg/dl. The initial result was reported outside of the laboratory. Patient I: the initial result was 1.4 mg/dl and the repeated result was 2.2 mg/dl. The initial result was reported outside of the laboratory. Patient j: the initial result was 1.4 mg/dl and the repeated result was 2.3 mg/dl. The initial result was reported outside of the laboratory. The samples were all repeated due to the customer experiencing a high number of critical magnesium results. All of the samples were repeated on a different cobas 8000 c 702 module. The reagent lot number and expiration date were requested but not provided.